Manufacturer narrative:
(B)(4). Defect found. Most likely root cause of e-2 is scratches. No "lo" result displayed.

Event description:
Consumer complaint of blood result reading of "lo." Consumer feels well and no medical attention was needed. Verified that the current vial of strips were within expiration date 06/17/2016 and were opened 1 month ago. The test strips are stored in the bedroom. Expected blood glucose range is around 150 mg/dl. Consumer was not available to run a back to back blood test. Reviewed the last five blood glucose results in the meter's memory: (timed is not correct) (B)(6) 2015 at 02:33 pm - "lo"; (B)(6) 2015 at 02:32 pm - "lo"; (B)(6) 2015 at 09:36 am - "97"; (B)(6) 2015 at 09:35 am - "lo"; (B)(6) 2015 at 09:47 pm - 239 mg/dl. No adverse event reported.